Event description:
Procedure type: cardiac cancer with reconstruction. According to the reporter: the orvil was passed orally and was pulled from the distal esophagus. There was no resistance when the dr pulled the tube, but when the tube was removed from the esophagus it was noticed that the orvil anvil was stuck deep in the mouth. The orvil anvil was safely removed from the patient, but surgery time was extended by thirty minutes or more. No patient injury was reported.